Manufacturer narrative:
The hvad pump (hw770) was not returned to manufacturer as it remains implanted with the patient. Review of the manufacturing documentation confirmed that device met all requirements for release. Review of the log files reveal normal operating parameters. While the root cause of the reported events could not be determined, clinical factors that may have contributed to these events include the patient's history of ventricular arrhythmias and hypertension, the growth of thrombus within her left ventricle, recurrent episodes of anemia and infections and the complexities of managing her anticoagulation in light of her condition. Based on review of the limited available information, there is no evidence to suggest that the reported event relates to a device defect. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately thirty-three and a half months after the implantation, the patient was emergently re-hospitalized with hemolysis that was reported to be suggestive of pump thrombus. This was successfully treated with a heparin infusion. Laboratory testing also revealed hemolytic anemia and this was treated with blood transfusions. During this hospitalization, the patient also reported dysuria and developed pyuria and urgency. This was treated with antibiotics. This hospitalization was further complicated with an elevated creatinine. Though initially thought to be associated with her hemolysis event or to contrast dye load, a renal ultrasound was suggestive of renal disease related to intravascular hemolysis. This was successfully treated with intravenous fluids.